Event description:
It was reported to philips that there was a button active during start up, which prevented the system from booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips remote service engineer (rse) connected with the customer remotely and found that system did not boot up completely. After reviewing log file, rse found pan handle active at start up. Upon troubleshooting, rse informed the customer to check the geo module pan handle and identified that the pan knob was broken. To resolve the problem, another work order the customer was advised to install the broken pan knob. After the replacement of kit pan knob control module, system was returned to use in good working order. The accessory pan handle is an optional component on the azurion system which allows the user to manually release the table top brakes and float the table top (patient table). The user must securely clamp the pan handle to the rail of the table. If the pan handle becomes loose and falls from the table top, it is possible that it may fall on the user¿s feet, however, this would not cause a life-threatening serious injury. If the handle become unavailable, the user may still release the table top brakes and float the table top by using the motorized table side operation or control panel. Therefore, the loss of the pan handle function would not compromise the asurion¿s functionality. Given these considerations, this scenario is not likely to cause/contribute to serious injury or death should it recur. This event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.